Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No patient or staff injury was reported.

Event description:
The customer reported that the image on the stenoscop system was delayed or no image displayed on the monitor. No patient injury was reported.